Event description:
Daughter's enuresis alarm malfunctioned and batteries leaked out causing skin burns. The alarm unit was only 2 days old and burned my daughter at night when it was in use. Returned to company where it was purchased from and daughter was treated in the clinic.